Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the following items, chisel for foot and the handle, short, with quick coupling, are jammed together and are unable to be uncoupled. It was reported it happened during a case. Additional information has been requested. This report is on the chisel for foot. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The product development evaluation reported on 1/9/2014 the visual inspection of the returned product revealed the chisel was jammed in the handle and the pin for the sleeve had fallen out. The chisel itself was still fully functional. The complaint was determined to be invalid.